Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient described not being able to hear anymore with the vsb on his right ear. He added that a few days before the implant suddenly stopped, then worked intermittently for five minutes, then stopped and never worked again. There is no report of any accident or trauma to the implant site. Re-implantation is being considered. Note: this device was manufactured by symphonix devices inc. Vibrant med-el took over the symphonix assets. As such vibrant med-el feels responsible to follow-up on product problems with symphonix produced devices

Manufacturer narrative:
Additional information: based on received information, a device malfunction appears likely, as indicated by in situ testing. However, a device investigation to the explanted device would be necessary to determine a root cause of failure. No date for re-implantation has been scheduled yet.

Event description:
The patient described not being able to hear anymore with the vsb on his right ear. He added that a few days before the implant suddenly stopped, then worked intermittently for five minutes, then stopped and never worked again. In situ testing was indicative of a device malfunction. There is no report of any accident or trauma to the implant site. Re-implantation is being considered though the patient hasn_t decided if he wants to be re-implanted or not. Note: this device was manufactured by symphonix devices inc. Vibrant med-el took over the symphonix assets. As such vibrant med-el feels responsible to follow-up on product problems with symphonix produced devices.